Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned they have an upcoming surgery on tuesday to remove their ins and asked whether they should drain the battery or just have a little bit of a charge and turn off the stimulation beforehand. Patient stated that the ins was no longer providing significant benefit. They mentioned that they have more issues going on with their back and they're going to need to get an MRI to figure out what to do. When asked for the event date, pt stated that it's been a while or it's been over a year. Agent reviewed information and instructed pt to follow up with their doctor for further instructions.